Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
The day after implantation, lv dislodgment was observed and verified through x-ray. The lead was explanted and replaced.